Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test and was unable to prime during prime test due to loose/protruded drive support disk. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, broken reservoir tube threads, broken battery cap, minor scratched lcd window and missing end cap sticker. The reservoir fits properly into reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor and damaged around the reservoir compartment. Customer's blood glucose at time of incident was 8.8mmol/l. Customer was advised that pump will need to be replaced.